Event description:
It was reported that the patient received an inappropriate shock due to atrial undersensing. Due to atrial undersensing, the algorithm on the implantable cardioverter defibrillator (ICD) was unable to detect it as atrial tachycardia/atrial fibrillation. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 694765 lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing/no atrial sensing. The analyst noted atrial undersensing in episode 18 led to detection and inappropriate therapy.